Event description:
Doctor went to inject local lidocaine prior to performing nerve block and the medication would not come out of the needle. He twisted the needle off and the medication would come out of syringe but with the needle on it would not. We saved the defected needle and packaging. Bd safetyglide needle 25g x 1 (lot #2195356; expiration date 6/30/27).

Event description:
Doctor went to inject local lidocaine prior to performing nerve block and the medication would not come out of the needle. He twisted the needle off and the medication would come out of syringe but with the needle on it would not. We saved the defected needle and packaging. Bd safetyglide needle 25g x 1 (lot #2195356; expiration date 6/30/27).

Event description:
Doctor went to inject local lidocaine prior to performing nerve block and the medication would not come out of the needle. He twisted the needle off and the medication would come out of syringe but with the needle on it would not. We saved the defected needle and packaging. Bd safetyglide needle 25g x 1 (lot #2195356, expiration date 6/30/27).